Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2018. A week after surgery, the patient started complaining of pain and swelling on the left side. The patient was taken into surgery with a significant abscess and the left tmj implants were aggressively scrubbed and irrigated with an antibiotic solution. The patient had drains placed, and he did well for two months. Then after a recurrent abscess, the surgeon elected to remove the left tmj devices and placed an antibiotic spacer. Microbiology testing showed growth of prevotella denticola and streptococcus constellatus. The surgeon plans on placing revision components after the infection has been resolved.

Event description:
The patient's left tmj devices were removed due to infection.